Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. (B)(4) devices were received for evaluation. (B)(4) events were confirmed during testing. (B)(4) devices were found to be affected by broken down lubrication. (B)(4) devices were found to be affected by corroded bearings and internal corrosion. One device was found to be affected by corrosion. (B)(4) devices were found to be affected by internal corrosion and broken down lubrication. One device was found to be affected by widespread corrosion. One device is available for evaluation but has not yet been evaluated. Two devices are available for evaluation but have not yet been received. Four devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device overheated. One event had patient involvement with no patient impact. Twenty two reported events had no patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation. Two events were confirmed during testing. Two devices were found to be affected by broken down lubrication. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 23 malfunction events in which the device overheated. One event had patient involvement with no patient impact. Twenty two reported events had no patient involvement or patient impact.